Event description:
Customer reports feeling sluggish and confused; her daughter attempted to obtain a blood glucose result on the aviva system, but was unable to due to an error on the device. Emergency medical technicians (emts) were called, and within a few minutes customer tested 12 mg/dl on the professional device. Customer was treated with an IV (contents unknown) while at the hospital. She was released from the hospital the next day. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.